Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun, as the device is currently in transit to the invesitgation site.

Event description:
It was reported that during use of a cadd® administration set, the pump was found to be leaking at the cassette outtake end. No injury was reported.

Manufacturer narrative:
One device was returned for evaluation in used condition and without its original packaging. Visual inspection found no excess solvent between the pump tube and pressure plate. The tube engagement was within manufacturing specifications. Delamination was found in the solvent bond between the pump tube and star tube. Functional testing involved a leak test and found a leak in the solvent bond. A review of the testing and inspection documents was performed and deemed adequate and correct. A review of the manufacturing process was performed on a similar part and found no discrepancies. A sample of 4 devices were functionally tested and did not detect any discrepancies. Based on the evidence, the root cause was attributed to a manufacturing issue.